Event description:
Harmonic ace shears would not work or activate, cord changed out-still would not work, new device opened and it worked. No patient harm.======================manufacturer response for har--harmonis ace shears, ethicon (per site reporter).======================rep was notified.